Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, that while the cooler heater unit was in heat mode, water was flowing through large tank and not heating. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr found the cooling valve not closing completely. He removed the cooling valve, cleaned the valve and re-installed the valve. The fsr strongly recommended to the customer that an in-line filter be installed to mitigate sediment from reaching diaphragm valve and clogging pinhole thus not allowing valve to close completely. Unit is within manufacturer specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.